Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error after a battery change and loses all settings. The blood glucose reading was 76 mg/dl. The customer reported that a temp basal was programmed before the alarm occurred. The customer was advised that the temp basal delivery may have been stopped. The customer reported that the insulin pump was not stored or out of use for an extended period of time. The customer was advised that the insulin pump experienced an unexpected restart. The customer reported that the basal settings were correct. No product will be returned.